Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 14dec2018. International UDI: (B)(4). Philip's service engineer (se) inspected the device. The se performed testing and informed the equipment department to check the oxygen source. All tests passed. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
It was reported by the international customer that the ventilator had an oxygen supply error. There was no patient involvement. The event date was not specified; estimate used.